Event description:
A malfunction on a pump was reported by the caller, with a displayed malfunction code of "malf 0". There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset process. After resetting, the malfunction code did not recur, and the customer was able to continue using the pump.